Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient suffered with posterior vaginal pain, presumed due to the biological implant, with no abnormalities found radiologically or at examination under anaesthesia. This was following an extralevator abdominoperineal excision of the rectum (elaper). The pain was treated by removal of the suture material from the back wall of the vagina and injection of botox into the posterior remnant muscle tissue at introitus. The patient was given gabapentin. The pain has been largely alleviated.